Manufacturer narrative:
Device code: 1494: off-label use: the safety and effectiveness of the icl lens for the correction of moderate to high myopia has not been established in patients with history of ocular surgery. Claim # (B)(4).

Manufacturer narrative:
H6:clinical code:4581- decrease in vision. Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os) on an unknown date. Unspecified vision decrease with lens rotation is reported. The lens remains implanted. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.